Manufacturer narrative:
The device has been received but has not yet been evaluated. A follow-up will be filed if additional information becomes available.

Event description:
The facility reports a device with a broken door latch, found during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.